Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case MDR ID: 2134265-2015-00755. (B)(4) study. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented with silent ischemia and was taking aspirin and clopidogrel. The 75% stenosed, 30x2.5mm, de novo, concentric, diffused target lesion was located in the bifurcation area of mildly calcified mid portion of proximal left anterior descending (lad) artery. The lesion was treated with pre-dilation and implantation of 2.50x24mm and 2.50x20mm promus element¿ stents. Following post dilatation, the residual stenosis was 0% with timi 3 flow. Two days post procedure, the patient was discharged from the hospital. In (B)(6) 2014, the patient presented due to coronary artery restenosis in mid lad. The physician performed percutaneous coronary intervention (pci) to treat the event. In (B)(6) 2014, the patient recovered.